Event description:
This lead was repositioned due to dislodgement. Post-op check morning after the implant showed atrial lead was sensing ventricular activity only, not capturing when trying to pace. Chest x-ray from 8pm the night before showed the ra lead had fallen into the right ventricle. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.